Event description:
It was reported that a malfunction occurred on the pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise.